Manufacturer narrative:
The customer¿s report that the tubing set¿s male luer cracked/broke off when tightly connecting to an extension set was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The female and male luer ports were measured and found to be within iso standards. The root cause of customer¿s report was not identified because the sets primed and infused completely without any issues or signs of damages when connecting mating components.

Event description:
It was reported that the tubing set male luer cracked/breaking off when tightly sealed/connected to the peripheral extension tubing set. Pending the clinical setting, the tubing set is either attached to an extension set or a t-connector with a maxzero attached to the female hub. The customer further stated that there have been no adverse effects caused to any patients from the events.

Manufacturer narrative:
Concomitant medical products: b braun smallbore t-port extension set, lot: 0061577531, exp: 2022-07-31; caresite extension set, lot: 0061676252, exp: 2022-04-30; dual cap alcohol caps, lot: a002274, exp: 2020-09; dual cap alcohol caps, lot: a002875, exp: 2021-05, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set male luer cracked/breaking off when tightly sealed/connected to the peripheral extension tubing set. Pending the clinical setting, the tubing set is either attached to an extension set or a t-connector with a maxzero attached to the female hub. The customer further stated that there have been no adverse effects caused to any patient's from the events.